Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 10:00 am the result from the laboratory was 4.0 inr and at the same time, the meter result was 2.1 inr. At 5:00 pm the meter result was 2.2 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer provided the strip lot information for two different lots, 29415112 and 17619211. Strip lot 17619211 was expired (31-may-2018). The customer was able to use the expired strip lot by using the incorrect code key. It was unknown which strip lots provided which results. The customer has no hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, no changes in diet or medication, and no bleeding or bruising that required medical treatment. The meter and test strip were requested for return. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.